Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00088. It was reported the patient was suddenly unable to increase stimulation on all of the programs. Images taken indicate the leads may have pulled out of the header. Reprogramming was unable to resolve the issue. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00088. Follow up identified surgical intervention was taken, during the procedure the patient's lead had high impedances on all contacts. It was noted the lead was fractured. The lead and ipg were explanted and replaced. The patient's therapy was restored and the issue was resolved.